Manufacturer narrative:
Philips service reinstalled the cover and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the height cover set fell off and was reinstalled to resolve on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.